Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 23 jan 2020. (B)(4) has been reopened under (B)(4) due to receipt of medical records. After review of medical records, the patient was revised to address a failed right total hip arthroplasty with elevated ion levels (cobalt 16). Mars MRI results indicate presence of a pseudotumor. Patient was noted to have a history of heterotrophic ossification in the left hip. Intraoperatively, there was an immediate release of a dark tan colored fluid with caseous appearing particles which was evacuated with suction. The inner aspect of the capsuled also had the dark tan color consistent with local tissue reaction. Corrosion material was noted within the neck taper as well as over the trunnion. Estimated blood loss during the primary surgery was 150 ml. Patient was given 1800 ml lactated ringer's. Doi: (B)(6) 2009; dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.